Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the channel b pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention necessary, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
During product evaluation, a baxter technician reported a pump with a "inoperative stop button on the channel c pump head module keypad". This problem was identified during service evaluation. There was no report of patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4) during service, an "inoperative stop button on the channel c pump head module keypad" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4)